Event description:
It was reported that the patient was found unresponsive by their family and had a history of recent stroke. Log files were sent for review. The log file captured clusters of pulsatility index (pi) events as well as routine power source changes. No unusual system controller alarms or any abnormal pump faults were seen in the log file.

Manufacturer narrative:
History of stroke is covered under mfr2916596-2026-01096 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.